Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had an e619 error code. The issue occurred during setup/inspection for use, before patient in the room. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updates to fields d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the connector. The cause of the connector failure could not be determined. Some kind of electrical load may have been applied during use. The event can be prevented by following the instructions for use which state: setup warning ¿ the generator display should state powerseal. If the display does not match, contact olympus technical services at (B)(6). ¿ examine all olympus system and device connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.